Event description:
A health professional reported that an aleutian an mi inserter was worn and difficult to assemble with a cage intra-operatively. An image provided by the field also indicated that one of the distal tips was fractured. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.